Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with radiculitis. The investigator noted the event as mild in intensity. Pt was treated with analgesics and muscle relaxants. This, along with their exercise postop alleviated pt's discomfort. The event resolved with treatment in 4/99. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event was severe nerve root compression preoperatively.